Event description:
A customer reported an issue with the current tandem pump, specifically that it was not registering all the insulin being loaded. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.